Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the facility had increased amounts of urinary tract infections following an unknown procedure using a cysto-nephro videoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The following is included in the device IFU: about reprocessing method of cyf-vhr, there is a description in cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual. Olympus will continue to monitor field performance for this device.